Event description:
The customer reported that the infusion set is leaking from a small hole while being used.

Event description:
The customer reported that the infusion set is leaking from a small hole while being used. No samples were returned for evaluation. A free flow tightness test was performed on one retain sample. A batch review was also performed. All tests were satisfactory. Further there was performed the review of batch documentation and no irregularities during the production process of reported batch have been found.